Event description:
The hcp reported impedances >4000 ohms on all or some of the bipolar pairs. No pt symptoms were reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.